Event description:
A customer reported that the ias8-120lp, 8 mm access port & low-profile obturator device was used in an unnamed procedure on (B)(6) 2025, and ¿ias8-120lp popped off when in use and went in to pt abdomen. Had to be retrieved from inside the pt.¿. There was no report of injury, medical/surgical intervention, or extended hospitalization for the patient or user. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Neither the device nor photographic evidence was provided. Therefore, the reported event cannot be verified. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. A two-year lot history review shows a total of 6 devices for this lot number and failure mode; however, none were confirmed. (B)(4). Per the instructions for use, the user is advised the following: if using the optional sound cap (8 mm, 12 mm): inspect sound cap foam and seal prior to use. Inspect the sound cap after use for physical damage of any kind. If using optional sound cap, use caution when inserting a sharp or large device through the cannula. The optional sound cap may be removed from the cannula at any time during the procedure and should be removed before inserting any sharp or large objects into the cannula. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
A customer reported that the ias8-120lp, 8 mm access port & low-profile obturator device was used in an unnamed procedure on (B)(6) 2025, and ¿ias8-120lp popped off when in use and went in to pt abdomen. Had to be retrieved from inside the pt.¿. There was no report of injury, medical/surgical intervention, or extended hospitalization for the patient or user. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.